Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2007, and a revision procedure on (B)(6) 2010 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, legal counsel for patient further reports a loose cup with no bony ingrowth was noted during the revision procedure. A review of invoice history confirmed both surgery dates and that the acetabular cup and modular head were removed and replaced during the revision surgery. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03698 / 03699).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2007, and a revision procedure on (B)(6) 2010 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, legal counsel for patient further reports a loose cup with no bony ingrowth was noted during the revision procedure. A review of invoice history confirmed both surgery dates and that the acetabular cup and modular head were removed and replaced during the revision surgery. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient underwent a revision procedure due to a loose acetabular component. Revision op report notes the presence of fluid in the bursal area, hypertrophic synovium, scar tissue, inflammation consistent with rheumatoid-type issue, and lack of bony ingrowth of the acetabular component.